Manufacturer narrative:
Checking the manufacturing and sterilization charts of the components involved in the event, no pre-existing anomaly was discovered in the items belonging to the same part code and lot number as the devices removed. We will submit a final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2025, due to infection. All the following components were removed: smr cementless finned stem (part code 1304.15.140, lot number 2211467, sterilization (B)(4), smr reverse humeral body (part code 1352.15.010, lot number 2012985, sterilization (B)(4), smr reverse liner +3mm d.40mm (part code 1365.50.815, lot number 23at023, sterilization (B)(4), smr glenosphere ø 40mm (part code 1374.09.121, lot number 2321556, sterilization (B)(4), smr small/std connector +2 (part code 1374.15.322, lot number 2213447, sterilization (B)(4), smr glenoid peg tt s/std #m (part code 1375.14.662, lot number 1908192, sterilization (B)(4), smr glenoid baseplate standard (part code 1375.15.610, lot number 1908455, sterilization (B)(4), bone screw ø6,5 h.30mm (part code 8420.15.030, lot number 2327434, sterilization (B)(4), bone screw ø6,5 h.35mm (part code 8420.15.040, lot number 2302588, sterilization (B)(4). The devices removed were replaced by different components. Previous surgery took place on (B)(6) 2024. The patient is a female, date of birth february (B)(6) 1961. The event happened in the united states.